Event description:
Customer states: "dr's resident had used this set in a pt and some time later realized the wire guide had been left in the pt."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. Info received to date indicates the product was thrown out following the removal. Cook urological has not been made aware of how the wire guide was removed from the pt; i.e. A second procedure. As additional info becomes available, it will be forwarded.